Event description:
It was reported that during a peripheral artery procedure using the spider fx embolic protection device to treat a calcified target lesion in the left proximal superficial femoral artery, the spider wire detached at the snap point within the sheath. The spider filter was not overfilled and the device was intact on removal. The target vessel was described as having moderate tortuosity and moderate calcification. The detached component was removed by snaring. The patient was reported to be alive with no injury and no health consequences or impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.